Event description:
A medtronic representative reported a navigation system that became unresponsive between select patient and register. The mouse would not move at all. In trouble-shooting, performed a hard shut-down, re-booted the system and normal function was restored. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that there were core files dating back to 2010 on the system. Walked the site through archiving core files back to feb 2015 and deleted all the core files on the computer. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up, reported there have been no complaints from the site since we cleaned up their system. System now functioning as expected. (B)(4) 2015 - software investigation was completed. There is nothing in the logs that specifically indicate why the system became unresponsive. This issue was documented in a medtronic software anomaly tracking database..